Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Attempts to obtain additional clinical information (e.g., causality, organism, medical intervention, discharge summary, hospital records, patient demographics) were unsuccessful.